Event description:
The manufacturer was contacted in refence to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap probiflex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed visible foam particles in the blower kit. Additionally, the service technician also noted error codes e031 (err_motor_vbus_high_blower_off). The device was contaminated with dust. The device was scrapped.